Event description:
Following an unk type of procedure, an angio-seal device was placed in a pt's groin. The pt returned to his physician an unspecified amount of time later, at which time an infection in the groin area was diagnosed. The pt was taken to surgery for intervention (type not documented). As of 08/12/1998 there has been no further information provided by the facility to the MFR.